Event description:
My son had 5 fillings done and shortly after has had trouble breathing. It is my contention that graphene oxide used in the anesthesia and also by products in the fillings are causing his breathing issues, swollen face and allergic reaction. Reference reports mw5117172, mw5117174, mw5117175, mw5117176.